Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pf*2 mod tb ce pun gd sz 4-6 broke and will not attach to a tibia trial for tibia preparation.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary knee instrument functional problem. No device associated with this report was received for examination. Complaint not confirmed. Root cause undetermined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.